Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the scs lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.